Event description:
Customer ran blood test on his contour ts system with result of 300mg/dl and then ran a test on another meter with result of 150 mg/dl. The difference falls in the ¿c¿ zone of the consensus error grid. No adverse events alleged. No product being replaced or returned for eval because customer hung up. Further info not obtainable.